Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited a high capture threshold and a high pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.